Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the account did not have any information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to a refractive surprise. There was no vitrectomy, incision enlargement, however, sutures were required. The lens was successfully replaced and only the diopter of 23.5 was provided. The patient has fully recovered. Through follow-up, it was learned that another johnson & johnson lens (model diu225 and 23.5 diopter) was implanted as a replacement. No other information was available.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: dec 9, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen vial. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause the complaint issues were observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.